Event description:
On initiation of dialysis, pt complained of burning eyes, numbness in tongue, numbness in face. Pt then seized. Dialysis was terminated and an airway was inserted. Dialysis was reinitiated on a dry pack dialyzer. Treatment completed without further incident. One hour later, numbness in face still persisted, but was resolving. Pt was admitted to hospital for observation. Pt was released the following day. No further problems reported.